Manufacturer narrative:
Additional narrative: philips has investigated this complaint. According to the information collected, the wireless footswitch would not turn on or off and the wifi indicator had a red led. Based on new information, this complaint was discovered during morning calibrations, outside of clinical use. The customer is now using the wired footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Corrected data: updated codes based on investigation.

Event description:
It has been reported to philips that, the wireless footswitch did not work during a procedure. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.